Event description:
At 2 years after the primary, revision surgery was performed following the aseptic loosening of the stem.

Manufacturer narrative:
Batch review performed on 18 january 2022. Lot 1906318: (B)(4) items manufactured and released on 22-oct-2019. Expiration date: 2024-10-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Clinical evaluation performed by medical affairs manager: femoral component revision performed 2 years after primary cementless total hip arthroplasty in (B)(6) woman. No information concerning patient general health status and the presence of comorbidities is available however, according to the report, the patient was hospitalized. In the radiographic image provided, the stem looks loosened. Aseptic loosening is a possible literature described adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined.